Event description:
The patient contacted lifescan (lfs) canada and reported their one touch ultra meter was in the wrong unit of measurement (mg/dl instead of mmol/l). Lfs was able to obtain further information by contacting the patient. Last week sometime (patient does not recall the exact date/time), they had received a result of 58 mg/dl. They interpreted that result as "5.8 mmol/l". They did not take any insulin right after that result. However, since they were feeling sweaty and dizzy at that time, they decided to take honey to bring their "blood sugar back up". She retested (does not recall the time difference between the two tests) and the result was 180 mg/dl, which they misinterpreted as "18.0 mmol/l". They decided to take 4 units of insulin to "bring it down". The patient's normal insulin regimen includes 10 units of toronto and 40 units of lente in the morning. They were not on a sliding scale but per their doctor, they may eventually have to be. Therefore, the reason for their to take the 4 units of insulin based on the result is unclear. They were not sure how long after that, but they tested again as they were feeling really sweaty and received a result of 28 mg/dl (misinterpreted as 2.8mmol/l). They decided to contact the ambulance and while waiting for the ambulance, they fed themself some more honey. The ambulance arrived in a few minutes and took them to the hospital. The patient does not know if they were tested on the paramedics' meter or was given any treatment in the ambulance. They stated that they "was out of it". At the hospital, they were placed on a "heart machine" and was given IV. They were released the next morning. When they got home, they compared their meter invalidly to their neighbor's meter (2.3 mmol/l). The patient had reported that the meter was functioning fine for a while and then all of a sudden it wasn't working properly. They did not recall seeing the decimal point missing and does not know when it started giving "high results". The date and time in the meter were set correctly. The meter was in the wrong unit of measurement while the patient did not recall going into the meter settings and was misinterpreting the results. The patient was treating themself according those the misinterpreted results. Therefore, this case is reported as an adverse event. A replacement meter, control solution, and test strips were sent to the patient.